Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: during investigation, the up arrow, down arrow, and contrast buttons were intermittent during investigation. The keypad cover was removed to find contamination under the up arrow, down arrow, and contrast button contacts. Rust was found on the underside of the battery cap. A leak test was performed and failed due to the battery cap leak. The keypad flex was fully seated and secure in a closed connector. Unrelated to the original complaint, the keypad cover was lifted at the ok button. Additionally, the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. The pump was opened to find no further evidence of moisture. The display was dim and fading pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).